Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with sensor and blood glucose readings. The customer states they are also receiving calibration errors and change sensor alerts. The customer's blood glucose level at the time was 240mg/dl and the sensor reading was 110mg/dl. The customer states that the sensor reading would be 110mg/dl, but their blood glucose would be 50mg/dl or 240mg/dl. Troubleshoot was conducted and the customer was advised on proper insertion techniques.